Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.